Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: h2, h3, h6 the device was returned to olympus for inspection and the customer's reported issue was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crystallization on the plug unit. Based on the results of the investigation, a definitive root cause could not be determined for the reported noise. However, it was noted the image returned to normal after drying. In regards to the crystallization, a root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had image noise during reprocessing. There were no reports of patient involvement.